Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had scratched display window.

Event description:
The customer reported that the insulin pump alarmed, and insulin squirted out during the manual prime process. The blood glucose was 176mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.